Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent altitude alarms occurred. Customer had elevated blood glucose (bg) levels reaching over 600 mg/dl. Customer addressed elevated bg levels with manual injections. Customer was ultimately able to clear the alarms and resume insulin delivery.